Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Treatment was performed using a diamondback 360 orbital atherectomy device in the 80% stenosed left anterior descending (lad) artery. The physician felt the device jump and performed imaging revealing a myocardial perforation distal to the lesion. The perforation was identified to be due to a myocardial bridge which had not been detected under fluoroscopy prior to the procedure. A covered stent was placed to resolve the perforation and complete the procedure. The patient was in stable condition.